Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. Device was in rf lockout. Programming changes were made. The patient was in a stable condition.